Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, patient had a cerebral infarction diagnosed a week after the cp was explanted. It was thought that at the time of explant perhaps there was embolism, but there is no imaging or proof of said presumption. The patient was successfully weaned off of support.